Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins wasn't charged and had not been functioning for a year and a half. The patient wasn't receiving stimulation. The patient turned their stimulation off for a surgery and their stimulator had not been working since this happened. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.